Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl06060 vascular stent graft allegedly experienced a retraction problem and a misfire. This information was received from a single source. The alleged retraction problem and misfire involved a patient with no known impact to the patient. The patient is a 65-year-old male, weighing 78kg.

Manufacturer narrative:
The sample was returned for evaluation. Deployment failure was confirmed. The root cause could not be determined. The device is labeled for single use.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the reported malfunction as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl06060 vascular stent graft allegedly experienced a retraction problem and a misfire. This information was received from a single source. The alleged retraction problem and misfire involved a patient with no known impact to the patient. The patient is a (B)(6) year-old male, weighing (B)(6) kg.